Manufacturer narrative:
Citation: gorecka m, et al. Patient disposition and clinical outcome after referral to a dedicated tavi clinic. Front cardiovasc med. 2020 jan 10;6:188. Doi: 10.3389/fcvm.2019.00188. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding treatment allocation and clinical outcomes of patients referred for transcatheter aortic valve implantation (tavi). All data was collected from a single center between february 2014 and august 2017. A total of 245 patients with aortic stenosis were referred for assessment during the study period. Subsequently, 132 patients received tavi, 18 underwent surgical aortic valve replacement, and 31 patients were managed with optimal medical therapy. In the tavi cohort (predominantly male; median age 83.3 years; mean weight 74.7 kg), the authors disclosed one patient was implanted with a 34 mm medtronic evolut r. No unique device identifier numbers were provided. Among all tavi patients, a total of 16 deaths occurred within six months of the implant procedure. No correlation was made between evolut r and the deaths. Among all tavi patients, adverse events included: new permanent pacemaker implantation; stroke/transient ischemic attack; bleeding ( life-threatening or unspecified); and vascular complications (major or unspecified). Evolut r may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.